Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had lead and generator revision surgery due to a lead fracture and generator end of service. Lead pin reinsertion did not resolve the high lead impedance so the lead was replaced along with the generator. The explanted lead and generator have been returned and are currently undergoing analysis. The patient does fall frequently, but it is not known if this contributed to the lead fracture. No x-rays were performed.